Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open mid-abdominal, supra-umbilical ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient developed a seroma on (B)(6) 2013. The seroma was treated with aspiration and the event was resolved as of (B)(6) 2013.